Event description:
Reportedly, the device (23mm) was explanted after an implant duration of approximately 3 years (34.20 months) due to the infective endocarditis. The customer reported that a (B)(4) was implanted for aortic valve replacement on (B)(6) 2008. On (B)(6) 2011, (B)(4) was explanted for aortic valve replacement due to the infective endocarditis (ie). Coronary artery bypass graft (CABG) was also performed during the same operation. At the explant, abscess was observed on the sewing ring. Prima plus 2500pj-19mm was implanted as a replacement. Type and source of infection were unknown. Customer commented that this explant was not expected, but not device related.

Manufacturer narrative:
It has been learned through sales rep follow up with the health care provider that no photo of the device was taken; therefore, no photo will be provided. The device is not available for return and evaluation. Patient condition was reported only as "recovered." No further details have been provided. The hospital evaluation report has not been provided. The source and type of infection remains unknown. However, if this information is provided at a later date, a follow up report will be filed. Although requested, the serial number of the device remains unknown; therefore, no DHR can be done.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: device will not be returned for evaluation due to the infection. Device will be evaluated at the hospital. Photo will be provided. No serial number has been reported; therefore, the DHR cannot be done. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.